Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold. Additional information was obtained indicating that high pacing threshold was due to ra lead was pulled back and was confirmed through fluoroscopy. The lead was explanted and was replaced with new lead. No additional adverse patient effects were reported.